Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd¿ extension set occlusion occurred. The following was received by the initial reporter: customer reported 60" microbore tubing which is called IV set ext. 60" no port. The problem is that the tubing will not flush. Customer have had a couple in the past week. Customer was wondering if bd could let the company or rep know of this issue. It has occurred in the past also.

Manufacturer narrative:
The customer reported that the sets were unable to be flushed. Two samples model me2020 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water. Both sets were unable to be flushed. Inspection under magnification showed signs of excess solvent at the female luer engagement for one of the samples and the male luer engagement for the other sample. A quality notification was sent to the manufacturer. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. From the manufacturer's investigation, the potential root cause is the assembler not using the occlusion test equipment and the incorrect application of the solvent. A quality alert was generated on august 08th, 2023 to communicate and reinforce the use of the air fixture to the involved personnel during the assembly process h3 other text : see h10 below.

Event description:
No additional info: mat#: me2020 batch#: unknown. It was reported by the customer that "60" microbore tubing which is called IV set ext. 60" no port. The problem is that the tubing will not flush. Customer have had a couple in the past week. Customer was wondering if bd could let the company or rep know of this issue. It has occurred in the past also". Verbatim: rcc received a complaint via email. Email(s) attached. Customer reported 60" microbore tubing which is called IV set ext. 60" no port. The problem is that the tubing will not flush. Customer have had a couple in the past week. Customer was wondering if bd could let the company or rep know of this issue. It has occurred in the past also. 13 oct 2023. I have two products that the nurses have reported they were unable to flush. I do not have specific dates but a general time frame which was mid september. I also do not have a lot number since this was disposed of when preparing lines. In the past we have had a couple products have the same issue but they were disposed of at that time since there were only 2-3 in the supply we had obtained, but same issue. This has occurred in preparing of setting up IV lines and no adverse effect to any patients has occurred, just the need to obtain another product. If you would like me to send you the products to you, I would be happy to do so. How would you like to proceed? I am out of the office today, working from home but can take care of this on monday.